Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly in the reservoir. Customer's blood glucose level was 28 mmol/l. Customer treated via manual injection. Troubleshooting was performed. Customer advised the reservoir had air bubbles which may have resulted in higher than normal blood glucose levels. Customer advised the insulin pump functioned properly. The reservoir will not be returned for analysis.